Event description:
The report received stated that the balloon did not inflate. There was no vessel calcification or tortuosity. An inflation device was used and the product was prepped per the instruction for use (IFU). There was no reported pt injury. There is no additional info regarding pt, lesion or procedural characteristics regarding this event.

Manufacturer narrative:
A clinically used savvy balloon catheter was returned. Pressurization of the balloon catheter revealed no anomalies, the balloon could be inflated and deflated without any difficulty. Microscopic examination performed on the entire balloon catheter revealed no anomalies that might have caused the reported issue. The exact cause of the reported inflation difficulty experienced by the customer could not conclusively be determined. However, procedural manipulation may have had an impact on this event.